Event description:
It is reported that the liner remained loose in the shell after impaction. The surgeon noticed that the inner ring was outside of the circumference and folded. Larger size was used.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.